Event description:
It was reported that; "the surgeon reported to afssaps that the product stayed jammed in the shaft of femur and that the insertion handle broke several time. The surgeon made a femoro-tomy to remove the product and the broken parts of the handle from the pt body.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available with additional info a supplemental report will be issued.